Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up visit. Upon interrogation, the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were discussed with the physician. No programming changes were made to the device.